Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: the device was not returned for analysis. The serial number for the device was not available; therefore, no further investigation can be performed. The manufacturing record cannot be reviewed since the serial number is unknown. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that an intraocular lens, model zxt150 was explanted to blurry vision and since visual acuity was not clear. A replacement lens, model zxr00 was used. It was indicated that the patient is fine. There were no adverse events such as vitrectomy, incision enlargements or sutures required. It was indicated that the product was available for return. No additional information was provided. Visual acuity pre-operative: 20/50 js, visual acuity post-operative: 20/60.